Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, brown biological tissue inside the device, and an opening. A leak test was performed and identified an opening on the posterior. A microscopic analysis was performed which identified a sharp opening on the patch\shell bond edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp in the patch\shell bond edge assessed to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.